Event description:
Litigation papers allege the following: following implantation, patient began experiencing debilitating pain, discomfort, and soreness in the area of his hip implant, which in turn negatively affected his ability to walk and move. Following his implantation, patient began to experience audible noise emanating from his defective device. On information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner cause toxic cobalt-chromium metal ions and particles to be released into patients blood, tissue and bone surrounding the implant. Patient underwent revision surgery on or about (B)(6) 2010. Evaluation of the acetabular component during the revision surgery did not demonstrate any signs of ingrowth. Cystic fluid, metal debris, and both an anterior and posterior cyst were discovered during the revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1800427 or zk7ja1. A search of the complaint database search finds two additional reported incidents against the metal head since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and metallosis. Stem and hole eliminator were added to this complaint. Updated patient's identifier. Doi: (B)(6) 2005 ¿ dor: nov 1, 2010 (right hip).